Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (476 mg/dl). System check was performed with tandem technical support and the pump performed as intended. Customer changed out infusion set/site; however, bg level continued to elevate. Recommendation was made to consult with clinical diabetes educator. Customer reported the following day that bg level had improved.